Event description:
Patient reported the nebulizer broke and she needs a replacement and it is unclear if the prescriber is aware. Unknown if patient missed a dose. No adverse events reported. Unknown if patient has defective device on hand for possible return. No additional information reported. Frequency: 2 times a day for 28 days on, then 28 days off.